Event description:
It was reported that a novalung console displayed errors 206, 208, and 211 during priming for extracorporeal membrane oxygenation (ECMO) therapy. Flow measurement was not possible when this occurred. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Alarms 206 and 208 were confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the sensor box was replaced. The reported alarms did not result in any treatment delays and/or any patient injury or harm. It was confirmed the sensor box would be returned for evaluation.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: the manufacturer completed their preliminary investigation with the information available, but the sensor box is still expected to be returned. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. A supplemental MDR will be submitted upon completion of the plant's investigation, which is still in process.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available, no parts were returned for evaluation. The machine files were provided for review and the reported flow measurement alarms were able to be identified. The DHR review found that the sensor box included the components d500-0187bb and d500-0255aa, a problematic material combination. The sensor box had not yet been modified. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Since no parts were returned for evaluation, the failure could not be reproduced. However, investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
The serial number of the sensor box was (B)(6). The facility reported that the flow sensor was cleaned after the event, and the console then worked without issue.